Event description:
It was reported that the patient passed away on (B)(6) 2016 due to failure to thrive while on hospice. The patient had originally been placed on hospice due to inoperable intracranial bleeding. It was reported that the patient first experienced intracranial bleeding on (B)(6) 2015. The patient presented to the local emergency department with complaints of headache. The patient was transferred to the implanting center and underwent an evacuation of subdural hematoma. The patient¿s international normalized ratio (inr) value at the time was 1.7. The patient was discharged home on an unspecified date. The patient was then involved in a car accident on an unspecified date in (B)(6) 2015 and was treated at a local hospital and transferred to the implanting center. The patient's records from the incident were not available. The patient reported that a second intracranial bleeding incident had occurred. On (B)(6) 2015, the patient presented to the clinic with complaints of a headache that had been reoccurring for a few weeks. A head computed tomography (CT) scan showed subdural bleeding in a different area of the brain. The patient¿s inr value at that time was 1.5. The patient was again transferred to the implanting center, where after evaluation by the neurosurgeons, the event was deemed to be inoperable. The patient's anticoagulation was stopped, and the patient was discharged to hospice care on (B)(6) 2015 due to the recurrent, inoperable intracranial bleeding events. The patient was not a candidate for a heart transplant. On (B)(6) 2015, the patient developed a driveline infection. The patient had to revoke their hospice and was admitted on (B)(6) 2015 for treatment of the driveline infection. Cultures of the driveline site drainage grew pseudomonas. The patient was discharged home at the end of the week on unspecified oral antibiotics. On (B)(6) 2016, the patient returned to the emergency department with worsening tenderness and an abdominal rash. A CT scan showed cellulitis of the anterior abdominal wall. The patient was admitted and placed on intravenous (IV) antibiotics. Repeat driveline cultures continued to be positive for pseudomonas. Upon consultation with the implanting center physicians, long term IV antibiotics and hospice were recommended. On (B)(6) 2016, the patient was seen in clinic and reportedly "looked great" - the abdominal tenderness had resolved, and the rash was gone; however, there was still drainage from the site. Their white blood cell count was normal, the patient was afebrile, and blood and urine cultures were negative. Log file analysis showed no unusual events and the patient's lactate dehydrogenase levels were in the 300 u/l range. The patient was on a home health/hospice bridge program at this time and was to remain on IV antibiotics. It was explained to the patient that there was risk of clotting and the infection not resolving, and that hospice care would be necessary at that point. On (B)(6) 2016, the patient passed away due to failure to thrive while on hospice. The device reportedly operated as intended and the outcome was not considered device or therapy related. The initial submission of the patient's intracranial bleeding was reported by the manufacturer under manufacturer report number 2916596-2016-00205 and the initial submission of the patient's driveline infection was reported under manufacturer report number 2916596-2016-00206. This report is being submitted as additional information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the hm ii lvas patient handbook are currently available. Section 1 of the IFU lists adverse events including bleeding, stroke, infection (local, driveline, and pump pocket), and death that may be associated with the use of the hm ii lvas. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the hm ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.